Event description:
It was reported that the patient's vns showed high impedance. The patient noted that he occasionally flips/manipulates the vns. The patient was referred for x-rays. The x-rays have not been reviewed by the manufacturer to date. Lead device history record was reviewed. The lead passed all quality control measures prior to distribution and no unresolved nonconformances were found. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
F7 type of report, corrected data: supplemental report #01 inadvertently did not select the radio button for ¿follow-up¿.

Event description:
The patient underwent lead revision surgery. The explanted lead was discarded by the explant facility.